Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anxiety, bradycardia-tachycardia syndrome, bursitis, hyperlipidemia and constipation. Concomitant products included colesevelam hydrochloride (welchol), estradiol, lubiprostone (amitiza), promethazine and tranexamic acid (lysteda). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal abnormal bleeding"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("low harmonal level"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain, pelvic pain and back pain had resolved and the endometriosis and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal to be unrelated to essure (ess205). The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of insertion (B)(6) 2007 in previous case and in this followup (B)(6) 2007 discrepancy noted in date of removal (B)(6) 2014, in previous case and in this followup 26apr2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- unknown.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-aug-2020: pfs received: event added( vaginal hemorrhage, abdominal pain, back pain ,pelvic pain, endometriosis , hormone level abnormal) ,event outcome were updated. Concomitant drug added, medical history added, height added, rcc updated (discrepancy with insertion and removal date). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anxiety, bradycardia-tachycardia syndrome, bursitis, hyperlipidemia and constipation. Concomitant products included colesevelam hydrochloride (welchol), estradiol, lubiprostone (amitiza), promethazine and tranexamic acid (lysteda). On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal abnormal bleeding"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("low harmonal level"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain, pelvic pain and back pain had resolved and the endometriosis and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in date of insertion (B)(6)2007 in previous case and in this followup (B)(6)2007 discrepancy noted in date of removal (B)(6)2014, in previous case and in this followup (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified)- unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated new events- dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.